Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 8 events were reported for this quarter. Product return status: 7 devices were received for evaluation, 1 device was available for evaluation but has not yet been received. Evaluation status: 6 events were confirmed during testing, - 6 devices were found to be affected by a lubrication problem, 1 event was not confirmed during testing; the device was found to be within specifications. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated; 6 events had no patient involvement; no patient impact; 2 events had patient involvement; no patient impact.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record.   Product return status: 1 device was not available to stryker for evaluation.  Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused. Device discarded by customer.